Event description:
It was reported that the device had a locked mechanism. There was unknown patient involvement, and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation in decontaminated condition. Visual inspection performed. Device had scratched liquid crystal display (lcd) lens and bubbled downstream occlusion (dso) seal. Functional testing performed. Reported problem was duplicated. During functional test, found that device was not detecting "lock" when latch lock was locked. Reported problem root cause was due to the latch lock flex. Replaced the latch lock flex to correct the issue. Cadd solis device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.